Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
It was reported that this male peritoneal dialysis (pd) patient passed away on (B)(6) 2025 while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was at home connected to the liberty select cycler on (B)(6) 2025. During the early morning hours, the patient suffered cardiac arrest. The patient¿s spouse had woken up in the morning and discovered the patient had expired. The spouse began performing cardiopulmonary resuscitation (CPR), while emergency medical services (ems) were contacted. Ems arrived and assessed the patient. It was determined that the patient could not be revived. The patient¿s treatment data from (B)(6) 2025 through (B)(6) 2025 indicated the treatment was completed and no treatment alarms were noted. The primary cause of death was cardiac arrest due to the patient¿s significant cardiac history (unspecified). The adverse events were unrelated to any fresenius device(s), drug(s), and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this male peritoneal dialysis (pd) patient passed away on (B)(6) 2025 while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was at home connected to the liberty select cycler on (B)(6) 2025. During the early morning hours, the patient suffered cardiac arrest. The patient¿s spouse had woken up in the morning and discovered the patient had expired. The spouse began performing cardiopulmonary resuscitation (CPR), while emergency medical services (ems) were contacted. Ems arrived and assessed the patient. It was determined that the patient could not be revived. The patient¿s treatment data from on (B)(6) 2025 indicated the treatment was completed and no treatment alarms were noted. The primary cause of death was cardiac arrest due to the patient¿s significant cardiac history (unspecified). The adverse events were unrelated to any fresenius device(s), drug(s), and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There were no reported issues with the patient¿s treatment prior to the death. ¿patients on dialysis have a substantially higher multivariable-adjusted mortality than patients not on dialysis who have cancer, diabetes, or cardiovascular disease.¿ based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
It was reported that this male peritoneal dialysis (pd) patient passed away on (B)(6) 2025 while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was at home connected to the liberty select cycler on (B)(6) 2025. During the early morning hours, the patient suffered cardiac arrest. The patient¿s spouse had woken up in the morning and discovered the patient had expired. The spouse began performing cardiopulmonary resuscitation (CPR), while emergency medical services (ems) were contacted. Ems arrived and assessed the patient. It was determined that the patient could not be revived. The patient¿s treatment data from (B)(6) 2025 indicated the treatment was completed and no treatment alarms were noted. The primary cause of death was cardiac arrest due to the patient¿s significant cardiac history (unspecified). The adverse events were unrelated to any fresenius device(s), drug(s), and/or product(s) deficiency or malfunction.